Event description:
The reporter stated that the distal end is not rigid enough and tends to damage the liver. Further info revealed that during a procedure, the liver tissue was "pinched" or "scratched". The reporter noted that segments on the right side of the shape formation appeared wider than usual. The pt did not sustain an injury and an incident report was not filed at the facility.